Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had a loose contact. The customer provided the procedure was unknown and no additional details were provided. Attempts were made to request additional information. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The investigation found that due to deformation of cable unit, ghost and flare occurs and due to damage on cable unit, water tightness is lost. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use the subject device had a loose contact. The customer provided the procedure was unknown and no additional details were provided. Attempts were made to request additional information. There were no reports of patient harm.